Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 22.4 mmol/l. The customer treated with a manual injection. The caller stated that the bolus could not be heard while it was delivering, and it was noted that the bolus was set but the device would not administer insulin. Unable to complete troubleshoot due to lack of a tubing clamp; advised that one would be sent to continue troubleshooting. Nothing further reported.